Event description:
Primary stability achieved, no osseointegration. At the time of surgery, periodontal disease and complication in site preparation. Extracted #3, had to graft bone. Immediate implantation. Inadequate bone quality / quantity, bone augmentation, swelling, inflammation. Patient brought the implant, it fell out.